Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the investigation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. The nonconforming material record database did not reveal any nonconformances that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The other graftmasters are being reported under a separate medwatch report number.

Event description:
It was reported that a bypass graft perforation occurred during the use of a balloon (non-specified). Forty milligrams of protamine were administered. The 3.5 x 26 mm graftmaster was attempted, but would not cross. The 3.0 x 26 mm graftmaster was then attempted, but it also would not cross. The 3.0 x 16 mm graftmaster was able to cross and was implanted successfully. A small area of perforation still remained unsealed; however, no further treatment was necessary and the patient was kept under observation overnight. The final patient outcome was good, with the patient being discharged to home. No additional information was provided.